Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The bi-phasic pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was two burned and shorted capacitors, designators c51 and c25 on the pcb.

Event description:
It was reported that the device was displaying the service indicator and had multiple occurrences of three event codes logged in memory, indicating a potentially critical failure. There was no pt use associated with the reported event.